Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer performed a system check and found that the occlusion appears to be in the cartridge. The customer changed the cartridge, infusion tubing and site.

Manufacturer narrative:
The investigation has been completed. The reported is was unable to be confirmed. However, a different issue was found.